Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) found patient interface module to fail the leak test. Fse replaced pim pneumatic module assy. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing deptment received pim with a reported unit failure of autofill error. The fat performed visual inspection of this part received and the part is in good condition. The failure analysis and testing deptment installed the pim in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the failure of autofill error. The fat was unable to perform 30 psi calibration at the installation of the pim,which is a result of a major leak. Retaining the pim in fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.